Event description:
The following was reported to hamilton medical ag: during routine checkup, screen stuck during boot up the device. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).